Manufacturer narrative:
The lot number has not been provided, therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that some time after implantation of a vena cava filter, filter fracture was discovered. There was no reported patient injury.